Manufacturer narrative:
Sections with additional information as of 12-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as no expected product returned. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. School nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. Nurse stated that based on the meter results she had administered insulin to the customer. The customer¿s expected am fasting blood glucose test result range is 100-200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; nurse stated she had observed the customer perform a blood test using the true metrix go meter that resulted in the hi. Nurse stated that the test strips go with the student in his backpack, and they are kept at room temperature. The test strip lot manufacturer¿s expiration date is 05/22/2024 and test strips have been open for a couple of days. The meter memory was not reviewed for previous test result history.